Event description:
During a pta/stenting treatment procedure, the express biliary ld premounted stent delivery catheter split into two pieces. The device was being advanced over the guidewire when the catheter became stuck. Upon removal of the guidewire the catheter split into two segments proximal to the balloon. The catheter and guidewire were removed from the patient. A new device was used and the procedure was successfully completed. No patient injuries or complications were reported. The patient's status was reported as `fine'.